Event description:
Controller. Dealer alleges user was driving in the grocery store when the chair moved on its own and then stopped. Alleges the left side then would not work. Alleges the left side is out.